Event description:
On (B) (6) 2009, the pt reported that an e2 (battery depleted) error was displayed on her infusion device on (B) (6) 2009. She was instructed how to review the alarm history of the infusion device and she stated that no a2 (battery low) warning was listed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.